Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Old version of (B)(6) was installed in this defective device. The customer reported successful update of the machine. Having met manufacture specifications the device is ready to returned for use.

Event description:
The customer reported while using the bellavista 1000, the screen appears scrambled and actual ventilation operation was stopped but after a restart, the problem was solved. There was no information on patient harm or impact associated in this event.